Event description:
It was reported that during an infusion of blood products, the emergency department nurse observed that the volume remained the same and the contents were not being infused. The nurse obtained another pump module, and the blood products were delivered "in its entirety" without difficulty. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.